Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins) and that they were not "putting out fluid" as they should. The patient was on program 2 at 3.0 and had reached the upper limit. With assistance, the patient was able to change to program 3 and the stimulation increased to 2.10 where the sensation was noted in their right buttock. The patient was going to monitor and adjust further if necessary. The patient later had a loss of therapeutic effect and was not able to pee at all. The patient had a hard time for a couple of days, but today they had not been able to urinate at all. The patient had been implanted for retention and had to catheterize themselves once today and was going to again". The patient had the ins turned up as far as they could tolerate and felt the stimulation. The indication for use for this patient was gastrointestinal/pelvic floor.